Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was in the pool when her insulin pump turned off. Customer's blood glucose level was 76 mg/dl. The insulin pump was vibrating and alert light flashing. Troubleshooting was performed. Customer declined alarms or alerts before insulin pump shut down. Customer was oriented to remove battery and wait 2 hours in storage mode and then try turn insulin pump on by inserting a new battery. Customer was advised to monitor and call back if necessary. No further details given. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify audio/vibrate anomaly, verify blank display, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.